Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash under the left side of the breast. The rash was described as a heat rash. Patient reported that he sweats a lot. Patient was prescribed clotrimazole for the rash by a physician. Patient reported that the rash has gotten better.